Event description:
Pt reported after rinsing and storing lenses overnight in solution, the lenses appeared misshapen and upon insertion both eyes began to burn. Pt who is an emergency room nurse self diagnosed as having a chemical burn and self treated with over the counter antihistamine drops and anti-inflammatory drops. Pt also experienced light sensitivity and decided to seek medical attention. Medical documentation rec'd noted pt had chemical keratitis and iritis in both eyes. Doctor cannot determine the exact cause of the event. Pt was treated with blephamide and condition has resolved.

Manufacturer narrative:
The product was returned for evaluation, however, the complaint sample was insufficient to perform all testing. Preliminary evaluation results of the testing performed found the solution met chemical specifications; preservative and microbiology testing is in progress. Based on all available info, no causal factors can be determined and no conclusion can be drawn.